Event description:
The customer obtained two non-reproducible, higher than expected vitros ckmb results (patient 1= 4.50 vs. An expected result= 2.30 ng/ml and patient 2= 3.16 vs. An expected result = 0.44 ng/ml) from two different patient samples run on the vitros 5600 integrated system. The higher than expected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected samples were repeated per laboratory policy. A corrected report was issued. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number 1399533 /ivd 268817.

Manufacturer narrative:
The investigation determined that two non-reproducible higher than expected vitros ckmb results were obtained from two different patient samples run on the vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction occurred. Additionally, the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.